Event description:
Following the interventional procedure, the physician attempted to close the arteriotomy using a tsl 6 fr. Closer device. The device was inserted and deployed, but no sutures were harvested upon retraction of the plunger. The physician attempted to park the foot so the device could be removed, but the foot would not completely park back into position. The physician was able to manipulate the device out of the arteriotomy. The manipulation of the device resulted in an increased arteriotomy. Hemostasis was achieved with manual compression and a femostop device. The patient recovered without incident.